Event description:
The customer observed falsely decreased glucose results generated from an alinity c processing module for a female patient who was in the ICU. The customer provided the following data: sample ID (B)(6) was originally run on 18 july 2023 at 0630 for a complete metabolic panel. Later the day at approximately 2130 there was a request to add a basic metabolic panel. The results were questioned on 20 july, so the sample was repeated on the same analyzer (sn: (B)(6)) and also repeated on another alinity c processing module (sn: (B)(6)). Glucose results: initial glucose result on 18 july was 53, repeated later that day the result was 224, repeated on the same analyzer on 20 july was 220, repeated on another analyzer was 209. There was no reported impact to patient management.

Manufacturer narrative:
Alinity c processing module, serial number (B)(6) was inspected and determined that the wash solution check valve required replacement, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the wash solution check valve and found no similar issues related to the alinity c system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances related to the customer complaint. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the wash solution check valve was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3002809144-2023-00337 under a different suspect device. H3 other text : device evaluation is in process.

Event description:
The customer observed falsely decreased glucose results generated from an alinity c processing module for a female patient who was in the ICU. The customer provided the following data: sample ID (B)(6) was originally run on (B)(6) 2023 at 0630 for a complete metabolic panel. Later the day at approximately 2130 there was a request to add a basic metabolic panel. The results were questioned on 20 july, so the sample was repeated on the same analyzer (sn: (B)(6)) and also repeated on another alinity c processing module (sn: (B)(6)) glucose results: initial glucose result on 18 july was 53, repeated later that day the result was 224, repeated on the same analyzer on 20 july was 220, repeated on another analyzer was 209. There was no reported impact to patient management.